Event description:
The customer reported at the conclusion of the procedure, the staff was removing the grounding pad that was placed on the pt's right anterior flank. Upon removal, two areas of 2nd degree burns were noted with blistering present. The site was not provided any additional info.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed a follow-up report will be submitted. Additional questions regarding the incident have been asked, but to date, the site has not provided any additional info.